Event description:
Following a new pump and catheter implant an infection was reported. The infection was at the incisional site; a hole at the bottom of the incision that "took a while to heal". The patient was given antibiotics and the patient was still in "quite a bit of pain". The pump delivered dilaudid. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model # 8709sc serial # (B)(4) implanted on: (B)(6) 2012 explanted on: unknown. (B)(4).